Event description:
The user facility reported an impella cp in a 71yo female patient for mechanical circulatory support. It was reported that no distal pulses were found in the left lower extremity after removal of the impella. Run off of leg shot was showing a distal lesion that was not there previously. A ballooning of the lesion on left side was performed. Run off showed increased flow but a dissection of left common femoral (lcf) artery limiting distal flow was noted. The physician increased balloon size and ballooned a second time with success. No additional information was provided.

Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation, a supplemental report will be submitted. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vascular damage could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ h6 component code 925 corrections to the initial MFR report: d6a/d6b. F6/f8 should have been left blank.